Manufacturer narrative:
Result: damaged foot right load cell caused scale being off by (b)(64), out of calibration.

Event description:
It was reported by service report that the foot right load cell was damaged, the scale was off (B)(6) and out of calibration. No pt involvement or adverse consequences were reported.